Event description:
According to the reporter: procedure: low anterior resection. The stapler worked fine but the cut did not work well. He closed the device again and fired to finish the incision. The pouch was made properly and no tissue was held on the instrument. The pt developed a fistula post-operative.